Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Explanting physician reported capsular contracture baker grade IV and seroma. The events of ¿redness, swelling and pain in the left breast, all signs of inflammation" were also reported. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and seroma-late. Healthcare professional later reported redness, swelling, pain, and all signs of inflammation (calor, dolor, rubor, tumor) were detected. The device has been explanted and not replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, inflammation/irritation.